Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users responsiveness to sound awareness testing, including ling sounds and claps, were poor for the left side. There is no report of trauma, falls or changes in health.

Event description:
The user's responsiveness to sound was poor for the left side but reliable from the right side. The recipient had benefitted from the device previously and wears bilateral processors consistently, so change of hearing performance was not detected until individual ear testing on (B)(6) 2018. No reported trauma or fever. The recipient was re-implanted.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.